Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. If there is any further relevant information received, a supplemental medwatch will be filed.

Event description:
Same case as: 2134265-2009-06492. It was reported that post-coronary drug eluting stenting treatment procedure, stent thrombosis occurred. Prior to the index procedure, the patient had been experiencing exertional chest discomfort for a few months which would be relieved at rest. Just prior to the index procedure, the patient presented with retrosternal chest pain that radiated to both arms without any other associated symptoms. The patient had relief when administered nitroglycerin. A routine treadmill test was performed and the patient developed chest pain. Troponins were minimally elevated to 0.24. A nuclear stress test was attempted, but the patient developed syncope with persantine infusion. Myocardial infarction (mi) was ruled out by serial markers. An EKG showed evidence of an old inferior infarct but echo showed normal lv systolic function. Angiography showed a 95% stenosed lesion in the mid left anterior descending (lad) artery and a calcified 80% stenosed lesion in the proximal lad. Both lesions were pre-dilated with 2.5x15mm non-compliant balloons and the proximal lesion was further dilated with a 3.0x15mm non-compliant balloon. The distal lesion was treated with a taxus express2 2.50x16mm stent. The proximal lesion was treated with a taxus express2 3.00x20mm stent and post dilated with a 3.5x12mm balloon. Some haziness was noted in the distal stent, so it was post-dilated with a 2.50x12mm non-compliant balloon with excellent results. In view of the initial haziness at the distal stent, integrilin was started. No complications were reported from the index procedure. Approximately 13 months post-procedure, the patient presented with worsening exertional angina. Angiography showed the lad (and branches) was a small vessel with patent stents and moderate diffuse disease. Approximately 40 months post-procedure, the patient presented with "severe 8/10 substernal pressure" that radiated to both of his arms and back. An EKG showed st elevation in the inferior and lateral leads. The patient was treated with aspirin 325mg, sublingual nitroglycerin, and heparin. The patient was then emergently taken to the cath lab where acute thrombus was found in the proximal lad stent as well as distal occlusion of the lad. A 0.014 choice floppy wire was placed in the lad to the point of occlusion. A maverick 2.0x12mm balloon was inflated at the area of thrombus near the proximal stent. It was then advanced to the occluded portion of the vessel and the guidewire was withdrawn. Next, the patient was administered intracoronary reopro and adenosine and the thrombus in the distal vessel thrombolysed. A short 95% lesion was noted in the apical portion of the lad but the lesion was deemed too small for intervention. An intravascular ultrasound (ivus) catheter was advanced to the distal portion of the vessel and automated pullback was performed. No further thrombus was seen, there were no significant lesions proximal to the apical lesion and the stent was well apposed. The arterial and venous sheaths were sutured in place and reopro was continued overnight. Cardiac enzymes had reached a peak of trop I 11.2, ck 501 and ck-mb 44.8. Serial ekgs showed resolution of the st elevations in the inferior and lateral leads without any further ischemic changes. Echo showed no wall motion abnormalities and a normal ef of 60-65%. During the first 24 hours after the procedure, the patient had multiple episodes of non-sustained ventricular tachycardia on telemetry. This eventually resolved and on the day of discharge, there had not been any telemetry events for >24 hours. The patient was discharged on plavix 75mg daily and aspirin 81mg daily and instructed to take indefinitely. Metroprolol was increased from 25mg bid to 50 mg bid at discharge to obtain a goal heart rate of 50-60's. Additionally lisinopril 20mg bid and amlodipine 5mg daily were prescribed. No further patient complications have been reported.